Event description:
Procedure type: colon resection. Patient gender: unknown. According to the reporter: after the anastomosis, when the operator tried to remove the device, the anvil was stuck in the colon. The reporter states that despite a colonoscopy, they were not able to find the anvil. To date no further details have been provided by the user facility.